Event description:
It was reported that pepgen p-15 putty was used with simultaneous implant placement in an extraction socket in the right posterior mandible with excellent oral hygiene and reported bone quality type ii, after an initial implant placement attempt failed, the socket was corrected using a co2 laser, disinfected/sterilized, then grafted. The patient returned with buccal and facial swelling. The osteotomy was prepared via drilling and healing was transgingival. The implant did not osseointegrate, had signs of clinical mobility, osteolysis, perimplantitis, and was explanted four days post-placement. It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant.

Manufacturer narrative:
Failure of bone grafts to osseointegrate and development of infection are inherent risks of the surgical procedure, although uncommon. Other variables, beyond product not performing to specifications, to consider in a differential diagnosis would be patient health and social history (which appear to be unremarkable), site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy) resulting in micro or macro movement and subsequent fibrous integration, individual grafting techniques, and post-operative complication (i.e. Infection, wound dehiscence, or early load from temporization or transgingival healing). From the information provided, it is not possible to definitively determine if the implant, graft, technique, patient compliance, post-operative complication, etc. Was the etiology of failure, however, because a secondary surgery was required to remove and/or replace the implant and graft, this event meets the criteria. The implant loss will be reported via asr, as appropriate. The lot number was provided for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.